Event description:
The patient was undergoing treatment for a cerebral infarction. The physician had the penumbra system reperfusion catheter 04 penetrate the clot in the distal mca and performed aspiration as sliding the reperfusion catheter 041 backward. A guiding catheter moved down in the proximal mca and the reperfusion catheter 041 followed it automatically. After this event, patient's vital sign went unstable and large subarachnoid hemorrhage (sah) was revealed by CT scan. The physician performed heparin reversal for the sah and finished the procedure. It is unclear when in the procedure the hemorrhage occurred.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.